Manufacturer narrative:
The field service engineer (fse) returned to the customer site on 01-jul-2025 and performed preventive maintenance. The fse confirmed the module was operating within specification.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The crep2 reagent lot number was 84777701, with an expiration date of 30-sep-2025. The field service engineer (fse) replaced and adjusted the reagent probe, decontaminated the instrument, and adjusted the main water pressure and the cuvette liquid level. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6).

Event description:
The initial reporter questioned the results for an unspecified number of patient samples tested for cobas creatinine plus ver.2 assay (crep2) on a cobas c 503 analytical unit. An example of discrepant results was provided for 1 patient sample. The initial result was 73 umol/l. The repeat result was 91 umol/l.